Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) was returned to the distributor for evaluation. The reported problem (patient death) was investigated. The distributor evaluation included downloaded data review as well as testing of the device's ECG acquisition and pulse delivery circuitry, as recommended by zoll manufacturing corporation. As received, the monitor passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device evaluation of electrode belt sn (B)(4) has been completed. As received, the electrode belt failed incoming functionality testing. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief. The cause for the failure was the strained cable. The root cause for the strained cable was excessive force. Downloaded data from the day of the event indicates that the electrode belt was fully functional prior to device deactivation and does not suggest that the damage to the electrode belt caused or contributed to the patient death. It is unknown when the damage to the electrode belt occurred; but, it was reported that the patient received CPR and the damage is consistent with the reported resuscitation efforts.

Event description:
A us distributor reported that a patient passed away on (B)(6) 2016. On (B)(6) 2016, ventricular tachycardia @ 170 bpm was detected, however the rhythm was not sustained and self converted to a non-treatable rhythm prior to completion of the treatment sequence. The response buttons were pressed intermittently from 18:03:38 to 18:06:20. CPR artifact was detected from 18:07:21 to 18:11:11. The electrode belt was disconnected at 18:48:13. It was reported that CPR was performed after the electrode belt was disconnected. The patient reportedly passed away around 20:20 after the electrode belt had been disconnected.